Event description:
It was reported that the patient was experiencing inadequate stimulation as well as loss of stimulation due to high impedances noted on one of the leads. Reprogramming was done but was unsuccessful. Imaging was done and the physician was informed by the radiologist who believed that there was a lead fracture. Additional information was received that the patient underwent a revision procedure wherein one of the damaged leads was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7109395.

Event description:
It was reported that the patient was experiencing inadequate stimulation as well as loss of stimulation due to high impedances noted on one of the leads. Reprogramming was done but was unsuccessful. Imaging was done and the physician was informed by the radiologist who believed that there was a lead fracture.